Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) implant device was not fully inflating due to a mechanical issue. The physician attempted to remove the device through revision surgery on (B)(6) 2025. During the procedure, after the physician made a penoscrotal incision and started to dissect down to the corpora, the physician saw the catheter tubing had perforated the urethral wall. The perforation was seen at the penoscrotal junction. The surgeon repaired the injury and aborted the revision procedure in order to allow the patient's urethra to heal. On (B)(6) 2025 the patient underwent a revision surgery at which time the physician successfully removed and replaced the entire ipp device. There were no further complications.

Manufacturer narrative:
C2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. A risk review confirmed that this event was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Mechanical malfunction is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating due to a mechanical issue. The patient underwent an attempted revision procedure in (B)(6) 2025 that was aborted due to a preceding urethral injury caused by a non-boston scientific foley catheter. The following month, the ipp device was successfully removed and replaced. No patient complications were reported as a result of this event.